Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic bypass procedure. While being applied to the gastrojejunal anastomosis, the stapler was unable to fire. The surgeon was able to press the green button and squeeze the handle. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.